Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 sensor paired to the ilet was displaying dashes on the ilet while a reading was present on the g7 receiver, consistent with a pairing or communication issue between the cgm and the ilet; the user toggled cgm type and initiated a sensor start, after which readings appeared on both devices, and the user reported that the sensor had been changed and initially paired but subsequently became unpaired. Symptoms included no adverse physiological effects and a blood glucose value of 107 mg/dl was observed. Outcomes included no alerts or alarms, no medical intervention, and no impact to the user¿s health. Investigation included troubleshooting with the user and education on re-pairing and sensor start procedures. Investigation of this case revealed device function was restored after re-pairing and sensor start, indicating transient loss of pairing or setup completion. It was concluded that the issue was due to a temporary communication or setup mismatch that resolved with standard troubleshooting, and the device operated as expected after reconfiguration.